Manufacturer narrative:
One cadd accessories was returned for analysis. The customer reported problem was verified. The customer reported battery will not charge, it only accepts 0%. During investigation, the battery was charged until light turned green and then installed into a test unit. The battery did not power up the unit at all. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd accessories, the battery will not get fully charged. It was reported that the battery only accepted 0 %. No patient consequences were reported. No adverse effects were reported.